Event description:
Major pump unit(s) involved: blood pump. Additional text: pump thrombosis. Specific component(s) involved: other component malfunction, specify. Additional text: other component: tissue overgrowth into inflow tract. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify